Event description:
The starclose device was to be used for closure rfa (right femoral artery). The starclose sheath was placed in rfa but would not snap into place on the device. Excessive blood was coming out of the hemostatic valve on the sheath. Access was retained and a new starclose was deployed successfully.